Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/21/2025, an FDA medsun notification was received via email. A facility representative reported that one of the k-wire loops from an ar-8919ds cmc mini tightrope implant system broke. The broken loop piece was retrieved. This incident was discovered in a procedure in (B)(6) 2025. Additional information was received on 12/02/2025: this occurred on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as over-tensioning and excessive force applied when pulling the suture through the k-wire loop.